Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.

Event description:
Two 6f angio-seal evolution devices were deployed, one in the right femoral artery and one in the left femoral artery and hemostasis was achieved. The following day while the patient was still admitted to the hospital, the patient had a hematoma from the left femoral artery. A femostop was applied to resolve the hematoma. The patient's hospital stay was extended due to this event.